Manufacturer narrative:
All remaining stock was found to be in inventory, quarantined and is currently being evaluated.

Event description:
The customer alleges that during plate reduction while utilizing a 6.5mm x 45mm tiger posted pedicle screw the subcomponent reduction post disassembled from the screw seated in the patient bone. The screw was replaced and the surgery completed without any additional malfunctions. The occurence took place on (B)(6) 2017.